Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a backwall stitch include, but not limited to vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. Factors that contribute to the reported failure to advance the knot may include, but are not limited to, user pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. It was reported this was an arteriotomy closure of a tough access that required a high stick puncture in the calcified left common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Surgery showed that both prostyle needles punctured the inguinal ligament, capturing the back wall. It should be noted that the prostyle instructions for use (IFU) states: do not use the perclose prostyle smcr system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral vessel. In this case, it is possible that the high stick location contributed to the back wall puncture and stitch and subsequent interaction with the inguinal ligament contributed to the reported ¿knots were unable to be advanced completely¿. However, it is unknown if the IFU deviation directly contributed to the reported event. The reported patient effects of occlusion, hemorrhage, perforation are known inherent risks of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 1494- incorrect anatomy. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a tough access that required a high stick puncture in the calcified left common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully placed. The tavr procedure was completed. Reportedly post procedure, the vessel was unable to be closed appropriately as the knots were unable to be advanced completely. A third prostyle device was added at the 12 o'clock position. An angiogram revealed limited distal flow. The decision was made to remove the third prostyle device, the device was not deployed. A sheath was placed to stop the bleeding while transferring the patient to vascular surgery. Surgery showed that both prostyle needles punctured the inguinal ligament, capturing the back wall. The 10f sheath was removed along with the two prostyle sutures. Hemostasis was achieved via surgical suturing. No further incident with the patient. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.